Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) connected to the server and ran the site down query on the database server. The tss found that the carefusion coordination engine (cce) timestamps were synchronized, verified that the disconnected flag was set to zero, and identified 11 visit ids associated with the patient. Good faith attempts were made to get the additional information. No responses received from the customer. No additional information was available.

Event description:
It was reported that when using the bd pyxis¿ es server the user stated that the patient failed to cross over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.